Event description:
It was reported that approximately six weeks after an implantable pulse generator (ipg) to cardiac resynchronization therapy pacemaker (crt-p) upgrade, the patient presented with an infection. Antibiotic treatment was administered. A temporary lead was placed through the jugular and the crt-p was used as a temporary device. A leadless pacemaker was implanted later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: w4tr01crt-p implanted (B)(6) 2022 459888 lead implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.